Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the pre-op and post op x-rays are not available to analyze the fixation. Pt demographics are also unavailable. The surgical notes available do not provide any relevant info in identifying the cause for pt's pain. The products used for implantation are in proper combination. With the available info, the cause for pain cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.

Event description:
It is reported that the pt is presenting with pain.